Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that this past week blood glucose has been high, and does not think it¿s the pump. The customer states she was put on pump friday, and on monday started running high blood glucose. Patient's blood glucose at time of incident was 400 mg/dl. Patient's current blood glucose was 119 mg/dl. The customer took a shot on monday morning for blood glucose that would not come down started in 300's mg/dl and went to 400 mg/dl. After shot was low would not come out of 60-70 mg/dl. The insulin pump would shut off, had glucose tape and granola bar. The customer reported that yesterday the same thing again high and going higher despite boluses. They changed site, thought that was the problem better numbers yesterday afternoon and evening blood glucose was 300 to 400 mg/dl. The customer treated for high blood glucose with manual injection. The customer also reported that sometimes notices sensor is off 50-60. Based on customer report customer does not allege pump was under delivering. The customer also reported that the insulin pump just went into suspend says 103 mg/dl and when checked blood glucose was 106 mg/dl. The customer will call back to run high pressure test. The insulin pump will not be returned for analysis.